Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4) on 19-mar-2019. The most recent information was received on 27-jun-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a 30-year-old female patient who had essure (batch no. C13141) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery, loop electrosurgical excision procedure, cervical intraepithelial neoplasia iii and obesity. No follow up available 6 or more months following essure removal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), oedema ("edema") and fatigue ("tiredness") and was found to have weight increased ("weight increase"). The patient was treated with surgery (salpingectomy and essure implants removal performed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, oedema, weight increased and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, oedema and weight increased with essure. The reporter commented: removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Batch no : c13141 production date :014-01-17 expiration date : 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: 2019-0517) on 19-mar-2019. The most recent information was received on 17-jun-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a 30-year-old female patient who had essure (batch no. C13141) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery, loop electrosurgical excision procedure, cervical intraepithelial neoplasia iii and obesity. No follow up available 6 or more months following essure removal. On (B)(6) 2015, the patient had essure inserted. In march 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), oedema ("edema") and fatigue ("tiredness") and was found to have weight increased ("weight increase"). The patient was treated with surgery (salpingectomy and essure implants removal performed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, oedema, weight increased and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, oedema and weight increased with essure. The reporter commented: removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Most recent follow-up information incorporated above includes: on 17-jun-2019: essure device removal questionnaire received: patient`s details (dob, initials, bmi), relevant medical history, concurrent conditions, lot number were added; the previous event: "different kind of abdominal symptoms after 2 months of insertion" was updated to "abdominal pain". New events added: edema, weight increase and tiredness we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("salpingectomy and essure implants removal performed by laparoscopy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal symptom ("different kind of abdominal symptoms after 2 months of insertion"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and abdominal symptom outcome was unknown. The reporter provided no causality assessment for abdominal symptom and medical device removal with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.